Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. It was noted by the patient¿s pdrn that the patient had a history of fluid volume issues due to non-compliance with their diet. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient was hospitalized for a fluid overload coincident with peritoneal dialysis therapy. While in the hospital, the excess fluid was removed and a central venous catheter was placed. The patient was subsequently discharged from the hospital after two days. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was clarified that the patient had a history of non-compliance with their diet resulting in an elevated sodium intake. As a result, the fluid overload event had been an ongoing issue. Once discharged from the hospital, the patient¿s physician advised the patient to switch to hemodialysis permanently but the patient refused. The patient was instead transferred to in-center hemodialysis for a scheduled three to four week before the clinic would attempt to move them back to peritoneal dialysis therapy. Should the patient begin to have fluid issues after starting on peritoneal dialysis again, the patient would be placed on permanent hemodialysis. Specific treatment information prior to the fluid overload event was not available for review. At this point in time, the patient has continued hemodialysis treatment without further complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Additional information. On 06 march 2018, the patient's treatment records were provided for their last treatment on the cycler prior to their hospitalization. Upon review of the patient's treatment data, it was verified that there were no overfill or increased intraperitoneal volume events that had occurred during the treatment. This treatment occurred one day prior to the patient's hospitalization. Treatment on the cycler was only performed once. It was reported that the patient has since been completing their treatment using manual supplies. Should additional relevant information become available, a supplemental report will be submitted.